Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) popped on removal. Another unknown mynx was used. There was no reported patient injury. It was reported that a lot of calcifications were not seen. The user is trained to the device. The device was opened in a sterile field. The device was prepped and stored per the instructions for use (IFU). A 6f non-cordis sheath was used. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. There was no visible damage to the sheath after removal. The balloon lost pressure at the 2nd stop. There was no visible damage in distal end of the sheath after removal. There was no presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. A non-sterile 6f/7f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle. The syringe was not connected to the device as it was returned with the stopcock opened. The sealant and advancer tube were observed exposed, and it led to inference that the deployment mechanism had been initiated. The procedural sheath was not returned with the device. Functional testing was executed by using the returned syringe and a cordis lab syringe, and the balloon could not be inflated as an obstruction was detected in the inflation lumen. The mechanism of the device was confirmed adequate as the inflation indicator popped out when the pressure was induced into the device using the syringe received and the cordis lab syringe. The inflation and deflation flow were confirmed in the proximal inflation lumen circuit. A microscopic analysis was performed in the balloon to confirm the state of the surface and body. During the analysis, it was observed that saline substrate and biological matter was present in the balloon. It is possible that this matter is present also along the inflation lumen, causing the obstruction observed during the functional test. Dry foreign materials were observed attached in the outside surface of the balloon that could be considered as evidence of a rough interaction of the balloon inside the patient as this material could be attributed to biologic matter. The product history record (phr) review of lot f2315006 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ could not be confirmed since functional analysis could not be performed due to the blockage of saline and biological matter within the inflation lumen. The exact cause of the issue experienced with the balloon could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported. However, access site vessel characteristics (there was little vessel tortuosity) and/or concomitant device condition factors (although not returned) are possible since calcification/pvd at the access site, and/or a frayed/damaged sheath tip can cause damage to the balloon, resulting in a loss of pressure. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynxgrip IFU, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis suggest that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) popped on removal. Another unknown mynx was used. There was no reported patient injury. It was reported that a lot of calcifications were not seen. The user is trained to the device. The device was opened in a sterile field. The device was prepped and stored per IFU (instructions for use). A 6f non-cordis sheath was used. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage to the sheath after removal. The balloon lost pressure at the 2nd stop. There was no visible damage in distal end of the sheath after removal. There was no presence of pvd / calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The device will be returned for evaluation.